Event description:
Additional info received from the MFR on 02/10/1999: the allegations made in this report of health risks due to the presence of rayon fibers in tampons, as well as to the presence of dioxin in tampons as a result of chlorine bleaching, are medically and scientifically incorrect. None of the event descriptions in this report include any allegation that the reporter experienced any injury or illness as a result of using a tampon manufactured or marketed by the co. In fact, there is no info in the report that the reporter ever used a tampon product. No product ID info was provided. No samples of used or unused products were provided by the reporter. The disposition of products, if any, relating to this report is unknown.